Event description:
There was no problem with the product during preparation. After the guide wire crossed the lesion, a zeta 2.5 x 18 was implanted with nominal pressure. At that time a dissection occurred at the lesion. Using the zeta, tried to inflate the dissection; however, it did not heal. By looking at the lesion under cine imaging, no stent was observed. The physician realized that the stent dislodged before inflation. The devices were removed from the pt and found the stent was dislodged at the proximal end of the balloon. The lesion was in the rv branch and there was no calcification, 90% stenosis. Another stent was used to treat the dissection.